Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) printer stopped working. The rn calls stating the printer has stopped printing when they touch ¿print strip¿ on the cardiosave. All troubleshooting attempts are unsuccessful. The rn is very upset that I cannot fix this over the phone with her and that a service person would not service the unit while on a patient. An option of switching the therapy to another pump was offer if she chooses to do so., however she did not chose that option. It was review and verified with the rn other aspects of the pump are operational, and therapy is delivered as expected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit that the printer would not print. But the fse couldn't able to verify the an issue with the printer. Than the fse had found the numerous fault number 54's in the fault log. After that the fse had replaced the "d670-00-0770"- pcba, exec processor board from which the equipment had passed the full calibration, safety and functionality checks and completed per the service manual and passed to factory specifications. The unit was returned to the customer for the clinical service upon completion. The defective components were received for further investigation. The failure analysis and testing dept. Received, with a reported unit failure of numerous fault 54s in the log. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. The unit would not boot up. Fat verified this part is faulty but no root cause identified. This revision is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).